Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: e2, e3, h3 and h6. Corrected fields: b5, e4 and h9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the failure was due to the following: handling of the ccu plug (video cable) by the customer may have contributed to the failure due to weak solder. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received stating the customer initially reported the green image on the enodeye device to olympus. There were no reports of patient harm.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 25 jan 2024.

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted. H9 correction and removal number: 3011050570-10/24/2023-001-r.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope displayed a green image. There were no reports of patient harm.